Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert while using an infusion set, after which inspection showed no visible issues but insulin delivery resumed only after a full supply change and set replacement. Symptoms included prolonged hyperglycemia with meter readings reported as ¿hi¿ and subsequent values trending down from 428 mg/dl to 398 mg/dl over approximately six hours without ketone testing, backup therapy, or medical intervention. Outcomes included no reported injury, no loss of consciousness, and no hospitalization. Investigation included troubleshooting and education provided by support, including guided infusion set and supply replacement and follow-up verification of glucose decline. Investigation of this case revealed an infusion set occlusion that resolved after changing the set and supplies, consistent with an occlusion-related interruption of insulin delivery at the infusion component. It was concluded, based on established patterns for similar events, that the cause was an infusion set occlusion corrected through replacement of disposables.